Event description:
It was reported that the patient was experiencing difficulty keeping the ipg charge. It was also mentioned that lead had high impedances revealed during reprogramming. The patient underwent a system revision procedure wherein the ipg and lead were replaced. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16869736.